Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping") and genital haemorrhage ("heavy bleeding, clotting") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain, body aches"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, pain, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pain, migraine and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented cramping( seen as abdominal pain) and heavy bleeding. A surgery was performed to remove micro-inserts 6 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping') in an adult female patient who had essure (batch no. B64434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, clotting"), pain ("pain, body aches") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, pain, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, pain and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2016 first essure device introduced into operative channel and right ostia cannulate device deployed with 7 coils still visible. Left side cannulated with equal results. Most recent follow-up information incorporated above includes: on 2-dec-2020: mr received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping') in an adult female patient who had essure (batch no. B64434- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, clotting"), pain ("pain, body aches") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, pain, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, pain and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2016 first essure device introduced into operative channel and right ostia cannulate deviced deployed with 7 coils still visible. Left side cannulated with equal results. Lot number reported (b64434 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented cramping (seen as abdominal pain) and heavy bleeding. A surgery was performed to remove micro-inserts 6 years after insertion. Both events are anticipated in essure's reference safety information. After essure insertion, pelvic,abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.